Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the clinic with chest pain and a sinus rhythm in the 40 beats per minute (bpm) range. It was noted that the device was programmed to pace at 70 bpm. The pacemaker was unable to be interrogated with a programmer and the device battery was suspected to have depleted sooner than expected. Boston scientific technical services (ts) recommended device replacement. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in no telemetry and battery depletion.